Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not load past the blue "rdt" screen. There was no impact nor harm reported.

Event description:
This report is based on information provided by remote service engineer rse, product support engineer, service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not load past the blue "rdt" screen. There was no impact and no harm was reported.